Manufacturer narrative:
Follow-up #1: date of submission 01/21/2015. Device evaluation: the device has been returned and evaluated by product analysis on 01/07/2015 with the following findings: the black box dates from 11/6/2014 - 11/14/2014. Black box information from date of pi has been overwritten. Unable to confirm or duplicate "call service alarm" complaint during investigation. The pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.